Event description:
Worried about product now being stuck inside-vagina [foreign body in reproductive tract]; tampon started to unravel upon removal [complication of device removal]; tampon started to unravel [device breakage]. Consumer reported via email that the tampon started to unravel upon removal. She became worried that the tampon was stuck inside. No serious injury was reported.